Manufacturer narrative:
This case was initially received via regulatory authority (french national agency for medicines and health products saf, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on 13-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant) and amnesia ("memory loss"). At the time of the report, the arthralgia and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia and arthralgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) national agency for medicines and health products saf, reference number: (B)(4)) on 23-jul-2020. The most recent information was received on 13-aug-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant) and amnesia ("memory loss"). At the time of the report, the arthralgia and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia and arthralgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-aug-2020: initial quality safety evaluation of ptc was added. Due to internal review this case was detected to be reported as serious incident report, amendment was made for event joint pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.